Event description:
The pump involved in this report was returned by the customer due to "xl speed too slow." Several unsuccessful attempts have been made to obtain add'l info from the reporting facility as to whether the reported condition was found during preventative maintenance or during pt use. The reporting facility has not returned the phone calls.